Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Event description:
It was reported by the staff that the patient describes a very loose connection on port 2. Patient informed staff that if he sleeps and turn around the battery loses connection to the controller. The controller was replaced. There were no effects to the patient. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed; a poor mechanical connection could not be confirmed at the bench level. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with poor mechanical connection may be attributed to a faulty locking mechanism and result in an intermittent or loose connection. The cause of the reported event could not be conclusively determined; a possible root cause is a faulty locking mechanism. Therefore, due to these analysis results, this event is a non FDA reportable event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times.